Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference: 1627487-2020-02717. It was reported that the patient experience a cerebrospinal fluid (csf) leak. The csf leak took place during the patient's drg trial procedure. The physician had a hard time entering into the epidural space with the first lead, which kinked. A new lead was opened and the physician attempted to place this lead in the same location, but the patient had a csf leak. The procedure was abandoned and no products were implanted. The patient does not report any side effects form the csf leak and the issue is now resolved.

Manufacturer narrative:
The devices were not returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.